Manufacturer narrative:
Justification for no UDI. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to an integrated circuit on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the devic's defib output was incorrect and displayed a "bridge test failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.